Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for device upgrade procedure. During procedure, the left ventricular lead could not enter the coronary sinus and was stuck in the sheath. Physician attempted to use a different lead and the same issue occurred. Physician used another lead to complete the procedure. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.